Manufacturer narrative:
H6: investigation summary our quality engineer inspected the 1 sample without packaging submitted for evaluation. The reported issue of safety shield activation failure (catheter) was not confirmed upon inspection and testing of the sample. Analysis of the sample showed that there were no damages or abnormalities present. The sample was functionally tested to see if the safety mechanism would activate without a failure. During the testing the mechanism functioned as designed. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
T was reported while using bd cathena¿ safety IV catheter with bd multiguard¿ technology the safety mechanism did not activate. The following information was provided by the initial reporter: verbatim: "cathena needle safety mechanism did not activate."

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd cathena¿ safety IV catheter with bd multiguard¿ technology the safety mechanism did not activate. The following information was provided by the initial reporter: verbatim: "cathena needle safety mechanism did not activate."